Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx advantage bifurcated stent graft: hydro was implanted during the endovascular treatment of a 66mm abdominal aortic aneurysm it was reported that during a CT follow up , a graft migration was found. It was confirmed that the proximal edge of the graft was a pproximately 50mm below the most inferior right renal artery. Aaa growth was also noted. The cause of the stent migration was not reported.   No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
B5: additional information received: it was reported that the cause of the stent migration could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft migration was confirmed on the films provided. Lack of pre implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Although post-implant CT¿s from closer to the implant date were not provided for assessment of the stent grafts original in vivo position, it is likely that the original position of the aneurx was closer to the renal arteries. It is also likely that the aortic neck diameter has expanded. It is most probable that disease progression and remodeling over the 14 year period of implantation was a factor in the observed migration. Analysis of the returned CT¿s did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.